Manufacturer narrative:
Additional information: analysis of the returned device shows that visual analysis reveals that the first thread of crosslink is damaged/separated. The set screw has witness marks on the nose were it appears the set screw was not aligned properly. The threads of the crosslink are damage from what appears to be misalignment.

Event description:
It was reported that a patient underwent an unknown spinal fusion procedure. During the procedure, the surgeon noted that inner thread of the crosslink center nut was damaged. "The construction was finished without crosslink". No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.